Event description:
It was reported that after placement of 2 stents in 2001 and upon follow-up in 5/02, it was noted the proximal end of the stent marker broke off the crown and became embolized in the right pulmonary artery. No add'l procedures are scheduled to remove the broken component or to place any other stents.